Event description:
I inserted a stelo patch for glucose monitoring just before bed. When I woke up the app indicated that the session had ended. I tried a couple of things with the app like repairing it with the device but it still indicated the device session had ended. I went to remove the device and the adhesive was much smaller around the device than previous ones and when I finally was able to remove it, the needle was missing off the device. I am not sure if the device was manufactured incorrectly and there was no needle or if the needle might still be in my arm. I hope it is the first one. I did try to figure out on their website how to report this particular issue. But the only issue they would recognize is the session ended too early. I tried to tell them about the needle but there was nothing online that would help me do that when I tried today.